Event description:
It was reported the pt ((B)(4)) was hospitalized due to persistent pain at the ipg site. Reportedly, stimulation has been activated and the pain has decreased. Follow-up identified continuous pt monitoring as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.